Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl and they were receiving an error 4 message when inserting strips into their freestyle meter. There was no report of death, serious injury or mistreatment.